Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the FDA to obtain additional information regarding the reported event and the missing user facility information via telephone and in writing but with no result. The cause of the reported event cannot be determined. The instruction manual gives several warning to prevent patient injury: ¿if products are damaged or incomplete. Possible injury of patient, user or third person. Run through the checks before and after each use. Do not use products which are damaged or incomplete or have loose parts. Return damaged products together with loose parts for repair. Do not attempt to do any repairs yourself. Perform visual check: check the mediastinoscope, in particular in the distal area of the spatula or the tube, respectively, for damage, sharp edges and rough surfaces. Danger of injury when inserting or spreading the mediastinoscope! Inadvertent tissue damage is possible: when inserting the instrument in the mediastinum in spread or open condition, when spreading the mediastinoscope in the mediastinum. The anatomical situation must be observed. Insert the mediastinoscope only in closed condition. Spread only under observation through the scope.¿

Event description:
Olympus was informed via a voluntary medwatch (mw5061853) that following a mediastinoscopy using a video mediastinoscope, the patient developed vocal cord paralysis presumably, secondary to recurrent laryngeal nerve injury. The physician alleged that the complication occurred due to a faulty design with the surgical instrument which left patients susceptible for this complication. This is only one of several patients that experienced the same complication following the same procedure with the same instrument. The physician reported that there were at least four other patients all of whom developed vocal cord paralysis following this procedure. This report 2 of 5.